Event description:
Per the clinic, the patient experienced pain at implant site due to the positon of the implant. The patient underwent revision surgery under general anaesthesia on (B)(6) 2021, to reposition the implant.